Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4),product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was at the hospital and needed an MRI. The health care provider (hcp) was reportedly contemplating taking the stimulator out so the patient could have a MRI. It was further reported that the patient was paralyzed from the waist down. The patient had reportedly been paralyzed since the (B)(6) prior to the date of the report and was at the hospital. The hcps were reportedly not sure if it was caused by the stimulator; they thought it could be the reason, but they did not know for sure. It was also noted that the patient had mobility in their legs and just had a shunt put in. It was later reported that on (B)(6) 2014, the patient had a procedure. Preoperative and postoperative diagnosis were noted as: status of post previous thoracic laminectomy and implant of spinal column stimulator with a paddle epidural lead. Recent history of normal pressure hydrocephalus with a ventriculoperitoneal shunt placement. Recent onset of paraparesis. Thoracic spinal stenosis secondary to #1. The procedure was noted as: microscopically navigation assisted surgery. Thoracic laminectomy of t9 and t10. Removal of hardware including epidural lead and spinal column stimulator battery as well as connector cables. It was then reported that the patient was admitted to the hospital. The patient reportedly had a spinal column stimulator placed 3 plus years prior to the report and had done well up until 3 months prior to the report. It was noted that at that time, the patient was diagnosed with normal pressure hydrocephalus and, ultimately, a ventriculoperitoneal shunt was placed. After the development of normal pressure hydrocephalus shunt placement the patient developed some feeling of weakness in their lower extremities. As time progressed the patient also had a lot of disorientation and mental status changes with disorientation, confusion, etc. The patient was lethargic. The patient then reportedly lost the ability to move their lower extremities. The patient had a CT scan of the cervical, thoracic and lumbar spine which showed the epidural lead in the thoracic spine and as always there is some decrease in epidural space due to the epidural lead. A cervical thoracic myelogram was obtained and the dye did not flow past the area of the paddle thus indicating some blockage of the epidural space by the paddle as would be expected. It was then noted that because of the patient¿s overall health condition there was a need for MRI scanning and because of this need for MRI scanning and in the face of the patient¿s paraparesis it was felt that the need for better MRI scanning of their neural axis that the spinal column stimulator and particularly the epidural lead should be removed. The patient was seen by their health care provider (hcp) on (B)(6) 2014 and it was noted that the patient was lethargic, did not follow directions, and was disoriented. The patient reportedly did not move their lower extremities with painful stimuli. The patient would move their upper extremities somewhat and it could not be determined if there was any neurological deficit in the upper extremities as the patient¿s reflexes appeared to be symmetrical, but mildly hyperreflexive in the lower extremity. It was noted that the toes were ¿upgoing¿ and there was some ankle clonus. There was reportedly no movement in the lower extremities or withdrawal even to painful stimuli. It was reportedly discussed as to whether or not this was more a problem from the brain and the normal pressure hydrocephalus versus the amount of compression on the cord from the epidural lead. It was reportedly explained that clearly the lower extremity lack of movement could have occurred from bruising of the spinal cord with the epidural lead in place. It was noted that since the x-ray appeared to show that the epidural lead was still in the same location that it was placed originally. Also the epidural leads were sutured in place at their original surgery so the likelihood of movement or migration was rather small. The other possibility was that the patient was having decreasing central neurological function. The patient was reportedly seen by a neurologist who felt that the shunt was working appropriately. They also wanted to rule out any evidence of a possible subdural hematoma. It was explained to the family that the hcp could remove the thoracic epidural lead, but that they were not sure how much improvement they could expect and warned the family that there may be no improvement at all. It was noted that they could at least proceed with better MRI imaging of the brain to determine if there was any potential abnormality in the brain that could be accounting for the overall change. It was decided to go ahead with the surgical removal. The procedure description was noted as: antibiotic prophylaxis were in place. General anesthetic including endotracheal intubation was administered. The patient was placed prone on the jackson spine frame. The bony prominences were carefully padded. The thoracolumbar spine was scrubbed with hibiclens solution, dura prep was painted, and sterile drapes were applied. Due to the complexity of the surgery and the need to identify the correct level of surgery and the area of the laminectomy, it was felt that interoperative navigation was mandatory. A 1 centimeter incision was carried out at approximately t7, a spinous process clamp was placed with navigational frame registration occurring with an interoperative CT scan and CT information used to register the navigational system. The area of the epidural lead was identified and they incised over the area of t9 to t11. In the distal portion of the incision, the connector cable was found. The connector cable was dissected as they followed down to the epidural lead. The connector cable entered the epidural space at the very bottom of t10. A diamond burr as well as a 2 and 3 millimeter kerrison rongeur to carry out the laminectomy to t10 and t9 and, as the epidural space was widened, the inferior portion of the paddle was located. The epidural adhesions around the paddle were gently released and the paddle was removed intact. The connector cables were then transected at the distal portion of the skin incision. A transverse incision was done in the area of the left hip where the stimulator battery had been placed. The battery was removed along with the connector cable. The wounds were irrigated and vancomycin powder was placed in the wounds. The myofascial layer was closed with interrupted #1 vicryl suture; and subcutaneous tissue closed with 2-0 vicryl sutures and 2-0 vertical mattress nylon suture used for skin closure. A sterile dressing was applied. The patient was reportedly awakened , extubated and taken to recovery in satisfactory condition having tolerated the procedure well. It was noted that sponge, needle, and instrument counts were correct and no interoperative complications were noted.